Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past. Review of event history found cassette not attached properly alarm. Visual/functional testing was performed. The reported problem, cassette not attached error / downstream occlusion (dso) sensor damage was verified by visual inspection. The cause is the dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was a cassette not attached error and downstream occlusion (dso) was damaged. Found during testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.